Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and a drop in r wave sensing were observed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.